Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient control module leaked from the pcm button. This occurred during a patient infusion of morphine hydrochloride, saline and decadron. There was no patient injury or medical intervention associated with this event. No additional information is available.